Event description:
When surgeon attempted to use endoclip iii device, the clip initially adhered to the tissue but wouldn't release from the device. The device was removed from the field; another endoclip was obtained and worked without incident. No patient harm.what was the original intended procedure?laparoscopic sleeve gastrectomy, omental flap creation.